Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm, off no power, and physical damage. The blood glucose at the time of the incident was 263 mg/dl. The customer state the insulin pump is older and has been exposed to wear and tear. The pump was dropped and alarmed off no power soon after. There are also noticeable chips, cracks, and a missing a segment between the reservoir and pump. The customer declined trouble shooting for the no delivery alarm and off no power alarm, because she was able to fix the issue. The customer provided detailed and the cause of the physical damage. The customer states the pump has been dropped and has fallen. It was also noted that the customer was in a car accident, but was rear ended. The pump was not damaged by the incident. Troubleshooting was not able to resolve the issue. The customer was advised returned for analysis.